Event description:
Customer has noticed a weld has broke on the top frame and is very wobbly.

Manufacturer narrative:
Manufacturer complaint number: (B)(4). The device has inspected at the user's facility by a representative of the former distributor and photos have been taken, not a direct employee of arjohuntleigh. It appears that there has been a partial failure of the weld on one of the "h" section fabrications (part no. (B)(4). The weld appears to have failed partially along one edge of a flange plate. Further photographs have been requested to confirm failure. Additional information will be provided following the conclusion of the manufacturer's investigation.